Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the foley catheter water drainage was slow.

Event description:
It was reported that during pre-test the foley catheter water drainage was slow.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event is confirmed- other. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone temp sensing foley catheter with syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe attempted to the inflated catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. With the syringe attached the balloon did not deflate passively in under 5 min. Using the (in-house) syringe the balloon inflated ok and deflated passively with no issues deflated in under 5 min: 1min and 41sec. The complaint is against the syringe. The device history record review could not be performed without a lot number of the tray/syringe. Based on the results of the investigation, no additional actions are required at this time. The labeling is found to be adequate to fulfill s03fa211 revision 26. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the foley catheter water drainage was slow.